Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo will be submitting a follow-up report when more information available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that after cardiopulmonary bypass surgery, it was noted that the shunt sensor had leaked. Very minimal blood loss.